Event description:
It was reported to philips that the system gave an alert indicating x-ray was not available, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, emergency procedure was performed by the customer when the issue occurred and the procedure got delayed and completed by moving patients to another room. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray was not available alert. Review of the system log file showed that dvi splitter module in r cabinet had no incoming power due to a defective power outlet on ny unit. To resolve the issue, the fse replaced ny spdu (single phase distribution unit) power unit in r cabinet. The defective spdu was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier¿s analysis. The codes were updated based on the investigation outcome.